Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic ache/ pain') and menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), groin pain ("groin ache"), dysmenorrhoea ("heavy period pain"), anaemia ("severely anaemic"), endometriosis ("endometriosis with my organs stuck to my uterus") and constipation ("constipation"). The patient was treated with ibuprofen, paracetamol and surgery (endometrial ablation and laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, groin pain, dysmenorrhoea, anaemia, endometriosis and constipation outcome was unknown. The reporter considered anaemia, constipation, dysmenorrhoea, endometriosis, groin pain, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient used stool softeners, prune juice and peppermint tea for bowel movements. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is retain is retain case and all the information from (B)(4) was transferred to (B)(4). Reporter, concomitant drugs source document and reference were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic ache/ pain') and menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), groin pain ("groin ache"), dysmenorrhoea ("heavy period pain"), anaemia ("severely anaemic"), endometriosis ("endometriosis with my organs stuck to my uterus") and constipation ("constipation"). The patient was treated with ibuprofen, paracetamol and surgery (endometrial ablation and laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, groin pain, dysmenorrhoea, anaemia, endometriosis and constipation outcome was unknown. The reporter considered anaemia, constipation, dysmenorrhoea, endometriosis, groin pain, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient used stool softeners, prune juice and peppermint tea for bowel movements. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events constipation were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic che') and menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), groin pain ("groin ache"), dysmenorrhoea ("heavy period pain"), anemia ("severely anemic") and endometriosis ("endometriosis with my organs stuck to my uterus"). The patient was treated with surgery (endometrial ablation and laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, groin pain, dysmenorrhoea, anaemia and endometriosis outcome was unknown. The reporter considered anaemia, dysmenorrhoea, endometriosis, groin pain, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic che') and menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), groin pain ("groin ache"), dysmenorrhoea ("heavy period pain"), anaemia ("severely anaemic") and endometriosis ("endometriosis with my organs stuck to my uterus"). The patient was treated with surgery (endometrial ablation and laproscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, groin pain, dysmenorrhoea, anaemia and endometriosis outcome was unknown. The reporter considered anaemia, dysmenorrhoea, endometriosis, groin pain, hypersensitivity, menorrhagia and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.